Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
The customer reported via phone call of issues with no delivery alarm. The customer's blood glucose level at the time of incident was 500mg/dl. The customer treated the highs with the pump. The customer's most current level was 600mg/dl, but declined to troubleshoot. The customer states they changed the site and treated for the highs. The customer was advised of possible occlusion. The customer was advised to monitor and call back if issues persist.